Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent micro endoscopic laminectomy (mel) due to lumbar spinal canal stenosis. Intra-op, when the surgeon was performing decompression using the (B)(6), dura got injured. It was not known exactly where the dura was injured, but it seems to be at the level of l3-4. There was a delay of less than 60 minutes in overall procedure time as a result of this event. There was no patient complications or problem in particular after the operation.